Manufacturer narrative:
Correction: device details have been updated. This report is submitted on 20 april 2020.

Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Clinical management is ongoing.